Event description:
Event description boston scientific received information that this atrial lead was exhibiting impedances greater than 2500ohms, high thresholds, and non physiologic noise. A revision procedure was performed, the lead was surgically abandoned and replaced. No adverse patient effects were noted.